Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The power cord was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ had a damaged power cord. The outer insulation had been pulled loose from the strain relief presenting a potential shock hazard. There was no adverse pt involvement reported. There was no pt info reported.